Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip and plunger clamp in the problem area needed to be replaced. The tip and plunger clamp were replaced as well as a plunger clamp in another area of the pipetting assembly. The instrument was tested without further problem and returned to service.